Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device contained 10800mg benzylpenicillin in 0.9% sodium chloride. The infusor was connected to a non-baxter extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from october 22, 2019 - october 23, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. For reported under infusion problem, a functional flow test is required to verify the flow rate accuracy of the device, but this was not possible due to the lack of a physical sample. The reported condition could not be verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.